Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the cardiac resynchronization therapy defibrillator exhibited myopotential oversensing. The device was reprogrammed. The patient was re-evaluated and there has been no non-sustained oversensing recorded since the programming changes. The patient was stable.